Event description:
It was reported that there were several examples of reported issues where the device easily disconnected. Customer continued to receive a high volume of concerns regarding disconnects. This has been an ongoing issue with this product for several months. The disconnect is a major infection concern. 1) patient called and reported that the hemovac was leaking. Upon assessment, it was noted that hemovac to have a slit/cut in the tubing (right at the "y" site area). Hemovac noted to be leaking and not staying to suction. Placed hemovac to gravity, taped open area on tubing, and notified surgeon immediately. Surgeon was okay to remove hemovac. 2) patient stood from chair and the cord of the hemovac caught and pulled apart. 3) patient's left hemovac drain became disconnected when working with occupational therapy. 4) patient was walking in hall with drain attached to gown by green clip. It came unhooked between the large drain tube and small one. Fell, remained hooked to gown with tubing dragging. Was not pulled or caught on anything. 5) hemovac#1 had a leak and does not stay compressed. Secure in patient skin. 6) patient was lying in bed and rolled over, and it was noted that the drain had become disconnected. This drain was in a spine patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.